Manufacturer narrative:
The device history record (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical coordinator reported that a patient is experiencing "rainbow glare" in the right eye following bilateral lasik surgery. A completed questionnaire was received, which indicated that the patient also experienced halos. A completed questionnaire was received, which indicated that the patient also experienced halos.